Manufacturer narrative:
Results: the sep8 bulb fractured off its delivery wire approximately 148.7 cm from the proximal end and the atraumatic tip was present on the distal tip of the wire. Conclusions: evaluation of the returned sep8 revealed that the bulb was fractured off the distal tip of the delivery wire. If the device is forcefully manipulated through tough clot burden, damage such as this may occur. The sep8 bulb, cat8, and the non-penumbra 8f sheath were not returned for evaluation. Penumbra separators are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being corrected on this follow-up #02 MFR report. Outcomes attributed to adverse event.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right pulmonary artery using an indigo system separator 8 (sep8). During the procedure, while making an initial pass with the sep8, an indigo system aspiration catheter 8 (cat8) and an 8fr non-penumbra sheath, the tip of the sep8 inadvertently broke off and was embedded in the distal branch of the right pulmonary artery. The physician attempted to aspirate the broken tip using the cat8 for 40 minutes; however, was unsuccessful. It was reported that the physician decided to leave the broken tip and believed there was no risk to the patient. The procedure was then completed using a new sep8 with the same cat8 and the same sheath. There was no report of an adverse effect to the patient.